Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that following insertion the patient experienced infection, bleeding, & dyspareunia. It was reported that the patient underwent oophorectomy and colon surgery in 2012. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/11/2015. Additional information: (B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that patient underwent anterior proctosigmoidectomy with colorectal anastomosis on (B)(6) 2012 due to rectosigmoid stricture with mechanical bowel obstruction. It was reported that patient underwent exploratory laparotomy and lysis of adhesions with bso on (B)(6) 2012. No additional information was provided.